Manufacturer narrative:
The reported events of no magnet response and no inductive telemetry were confirmed. The device was received with no telemetry and no output. Visual inspection of the header attachment area detected an anomaly between the pre-molded header and titanium case. The device was cut open to enable further testing and the battery was at normal level. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated normal current drain. The device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on 20 july 2022 for a subset of devices distributed and implanted outside of the united states.

Event description:
It was reported that patient presented in clinic with discomfort and low heart rate. It was noted that pacemaker could be interrogated using inductive telemetry and there was no magnet response. The pacemaker was explanted and replaced with new device. There were no patient consequences after procedure and patient was discharged.